Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that they have concerns about their bite. When they bite down, their canines touch each other before their other teeth. Their teeth are worse than what they were when they started. Requesting information and advise patient to resume using hyperbyte and warm water tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.